Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s nursing staff removed the device to allow the skin irritation to heal. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.